Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 7-december-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and identified a hole in the diluent tube from the bottle to the instrument. The fse advised the customer to cut the tubing and reattach. The aia-360 instrument is operational. No further action is required by field service. The most probable cause of the reported event was a hole in the diluent tube from the bottle to the instrument.

Event description:
On (B)(6) 2016, a customer reported a fluid leak with the aia-360 analyzer. The customer is unable to run ctni 2 and ckmb patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting ctni 2 and ckmb patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.